Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The original implant date of the endurant ii stent graft system is unknown.

Manufacturer narrative:
Concomitant medical products: etlw1613c124ej, sn (B)(4), expiration date: 2015-06-26, UDI # (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for an endovascular treatment of a 40 mm max diameter abdominal aortic aneurysm. It was reported a post-operative CT scan revealed that there was stenosis on both distal sides. There was a high possibility that the limb stent grafts were occluded. Additional treatment was performed. The physician elected to coil the left internal iliac artery as there was aneurysm in the left internal iliac artery, and extended coverage with another manufacturer's stent graft into the external iliac artery. A stent was implanted on the right side. Hemodynamics were restored on both sides. Per the physician, the cause of the possible limbs occlusion leading to distal stenosis was most likely due to patient vessel morphology, severely calcified vessels and narrow iliac artery diameter. The physician believes that landing the limbs in the common iliac artery during the implant was improper. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.